Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. The modular head was removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.